Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: after the surgery, a leakage was found by x-ray. A re-operation was done. There was malformed stapling observed around the anastomosis. The pt was reported as okay.